Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: implant date n/a; explant date n/a citation: gory, b., poli, s., lapergue, b., finitsis, s., mbroh, j., hui, x., hennersdorf, f., ernemann, u., anadani, m. Stent retriever size and outcomes after anterior circulation occlusion thrombectomy. Journal of neurointerventional surgery march 2025. Doi:10.1136/jnis-2024-022937 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿stent retriever size and outcomes after anterior circulation occlusion thrombectomy¿. The following medtronic devices were used: solitaire stent retrievers. A total of 2600 patients were included in the study. Patients were grouped into 3 different sizes of solitaire used: 4×20 mm (1335 patients), 4×40 mm (531 patients), or 6×30/6×40 mm (734 patients). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were not reported. Among patient adverse events included: mortality: 295 patients in the 4×20 mm group, 138 patients in the 4×40 mm group, 193 patients in the 6×30/6×40 mm group any 24-hour intracerebral hemorrhage (ich): 255 patients in the 4×20 mm group, 158 patients in the 4×40 mm group, 205 patients in the 6×30/6×40 mm group .symptomatic ich, defined as any parenchymal hemorrhage with an increase in the national institute of health stroke scale (nihss) score of =4 points according to the ecass 2 classification: 56 patients in the 4×20 mm group, 44 patients in the 4×40 mm group, 64 patients in the 6×30/6×40 mm group . Procedural complications (not specified, though hemorrhagic complications and vessel wall damage were noted): 71 patients in the 4×20 mm group, 20 patients in the 4×40 mm group, 41 patients in the 6×30/6×40 mm group . Successful reperfusion (mtici 2b-3) was achieved in 1181 patients in the 4×20 mm group, 485 patients in the 4×40 mm group, 664 patients in the 6×30/6×40 mm group no further information was provided pertaining to medtronic products.